Event description:
Major pump unit(s) involved: drive unit failure.additional text: xve bearings are wearing.other component: ball bearing system wearing.causative or contributing factor: no specific contributing cause identified.other intervention : begin to work patient for listing for transplant or new device.type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure specific component(s) involved: other component malfunction, specify.